Event description:
It was reported that the patient presented for biventricular pacemaker implant procedure. During the procedure it was noted that the right atrial (ra) lead exhibited loss of capture, even at maximum output. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.